Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, staff reported repeated faults indicating that the generator and insufflator were not available. Technical support engineer (tse) instructed the customer to perform a hard cycle of the tower and verify all connections, then to disconnect the console as the system was generating 307 faults. After the console was disconnected, the tse observed 311 faults and informed the customer that the system would not be viable. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse programmed each console (vision side cart and surgeon side console) separately, which solved the issue. The system was tested and verified as ready for use.